Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, 90% stenosed, de novo lesion in the distal left anterior descending artery. After the lesion was pre-dilated, a 3.5x33 mm xience xpedition stent was deployed at 13 atmospheres. A proximal edge dissection was noted, which was treated with two additional xience xpedition stents; the procedure was completed successfully. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.